Event description:
It was reported that the patient had a systemic infection with vegetation noted on the leads. The bi-ventricular implantable cardio verter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found and no issue was identified that required full analysis. 5076-52 implantable pacing lead 2009 (B)(6); 419488 implantable pacing lead 2009 (B)(6); 694765 implantable tachy lead 2009 (B)(6). (B)(4).